Event description:
Patient presented to the physician with a swollen sublingual gland upon using therapy and requested removal of the sublingual gland. Physician removed the gland on (B)(6) 2023. Patient presented back to the physician on (B)(6) 2023 and showed healing was well and had no issues upon resuming therapy.